Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 30mm amplatzer patent foramen ovale (pfo) occluder was selected to be implanted using a 9f amplatzer trevisio intravascular delivery system. It was noted during procedure that the right atrial disc of the amplatzer pfo occluder exhibited a bulbous deformation when being deployed. The decision was made to partially recapture the amplatzer pfo occluder and redeploy it, but the deformation persisted. The decision was made to fully remove the amplatzer pfo occluder and replace it with another one of the same size to complete the procedure. The patient was stable at the time of report.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2022, a 30mm amplatzer patent foramen ovale (pfo) occluder was selected to be implanted using a 9f amplatzer trevisio intravascular delivery system. It was noted during procedure that the right atrial disc of the amplatzer pfo occluder exhibited a bulbous deformation when being deployed. The decision was made to partially recapture the amplatzer pfo occluder and redeploy it, but the deformation persisted. The decision was made to fully remove the amplatzer pfo occluder and replace it with another one of the same size to complete the procedure. The patient was stable at the time of report. Subsequent to the previously filed report additional information was received that fluoroscopy examination had been used to confirm the deformation of the 30mm amplatzer patent foramen ovale (pfo) occluder. There was no angulation or kink noted in the delivery system and no interaction between the occluder and cardiac structures during deployment. The deformed occluder was never released from the delivery cable while inside the patient. The replacement 30mm amplatzer pfo occluder was successfully implanted and remained implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported.